Event description:
The customer reported that the system displayed a charger failed-power off error message and the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module, dc power distribution board, and mainframe batteries were replaced. The system was then found to be operating as intended.